Event description:
Ventilator began alarming low air supply. The hose was changed to a different outlet, but alarming continued. The ventilator was removed. The pt was bagged with 100% oxygen. A new ventilator was obtained with no adverse pt effects. Biomedical engineering determined that the hose malfunctioned.